Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkjm, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient complained yesterday and today of extreme pain at the pocket site. They brought the patient into the clinic today and removed the lead and implantable neurostimulator (ins) and were treating the infection now. There was an infection in the pocket site and all devices were fully removed. The devices may be reimplanted in the future. The devices would not be returned as the customer discarded of them. The action required as a result of the event was explant. No diagnostic testing or troubleshooting was performed as it was not required. The product issue was resolved and the cause of the issue was not determined. The patient status at the time of this report was alive with no injury. The patient symptoms or complications associated with the event were a burning sensation, drainage and incisional wound opening, infection at the pocket, pain, and redness. It was unknown if a culture of the infection was taken and antibiotic treatment was necessary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have meningitis. The culture source was the left upper buttock device pocket. The type of organism cultured was pseudomonas aeruginosa. The treatment for the infection was rocephin im and wound packing with a daily change. The wound was healing well.